Event description:
Litigation papers allege: pain, high metal levels, osteolysis of the right hip, hip aspiration, metallosis and emergency hip revision surgery. Patient could not have known that she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results of said blood-work. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2012- medical records were obtained. Medical records indicate stem was grossly loose proximally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.